Event description:
A report was received that the patient was experiencing irritation at the pocket site. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.